Event description:
A malfunction on the pump was reported by the caller, with the malfunction code being malf 3. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl (27.7 mmol/l). The customer switched to a manual delivery of insulin to ensure continuous therapy and was informed by technical support that a replacement pump with updated software would be sent. Training would be provided via their tandem source account. The caller agreed to return the faulty pump within 10 days using a pre-paid label.